Event description:
It was reported that the patient states that he has stiffness and a pulling pain in the front of the right thigh, the groin, and pain on the outer part of his which extends into his back. He also has some swelling in the hip and thigh. He has a lot of pain when he stands from a sitting position. He occasionally feels sharp pain in the groin area when he lies down. He states that he can't walk more than two blocks without intense pain. In (B)(6), his surgeon ordered x-rays and a CT scan. He has had blood drawn but is not aware of the results. His doctor diagnosed that a revision surgeon is necessary. His surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.